Event description:
Spontaneous call from (B)(6), home health care nurse, having problem with freedom pump. Patient is getting first infusion of 50 milliliters, but syringe is ejected by pump. Went through trouble-shooting. Nurse is experienced with freedom pump. Wound pump all the way back, made sure front of syringe is seated correctly, but while no drug infuses, pump pops out forcefully. Advised to give this infusion via slow IV push and arranging for new pump to be sent to patient for future infusions. Pump used to infuse hizentra at above dose and frequency. No adverse event reported from defective pump. Pump box return being sent to pt to have defective pump reported. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia. Reported to (B)(6) by health professional.